Manufacturer narrative:
Manufacture date is unknown. (B)(4). The field service specialist (fss) went to the customer site and could not duplicate the reported footswitch error. The fss replaced the footswitch, fine tuned oscillator and laser engine which resolved the issue. The system met all jnj specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during laser treatment, about 5 seconds before completing right (od) eye surgery, the laser aborted with footswitch error 010. The doctor decided to retreat patient with photorefractive keratectomy (prk) at a later date.

Manufacturer narrative:
H4: additional info: in initial report, the manufacturing date was unknown. The manufacturing date is 12/01/2009. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.